Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there were t wave over-sensing episodes that occurred post ventricular sensing and resulted in inappropriate delivery of anti-tachyarrhythmia pacing. Additional information received showed the patient had either undergone dialysis or was going for dialysis treatment on the same day the t wave over-sensing (twos) was identified. It was determined the twos only occurred during ventricular sensing and did not occur during bi-ventricular pacing. In office testing revealed when the pacing was inhibited there was not twos. The patient is expected to be seen in the clinic in one month for follow-up. The lead remains in use. No patient complications have been reported as a result of this event.